Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968 implantable pacing lead, (B)(6) 2013, addr01 implantable pulse generator (ipg), (B)(6) 2013. (B)(4).

Event description:
It was reported that at time of the implant the right ventricular (rv) and right atrial (ra) leads were connected into the incorrect port. The issue was resolved with a new procedure and the rv and ra leads remain in use. No patient complications have been reported as a result of this event.